Event description:
It is alleged that during a case the scalpel/electrocautery instrument is arcing at the distal wrist. It was reported that there was no injury to the patient and the case was completed using a different scalpel/electrocautery instrument.